Event description:
Bard g2 filter placed in 2007 for dut and pe. Follow-up CT scan found incidental tilted filter with wall penetration. Dates of use: 2007, diagnosis or reason for use: dut with pulmonary elbows.